Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during surgery, a piece of the unit broke off in the pt. It was further reported that the surgical staff searched for the broken piece for 3 hrs. The broken piece could not be located. It was further reported that after the surgery, an x-ray was taken of the pt and the broken piece was located.